Event description:
It was identified that the backrest would not hold weight due to a crack in the backrest. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.